Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant. During the implant procedure, this lead has exhibited greater than 2000 ohms at two different placement locations and with two different sets of cables and pacing system analyzers. As a result, another lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual observation noted the clear medical adhesive (ma) was torn/separated from the gore at the proximal end of the proximal spring electrode and the proximal spring was stretched at this point. There was a slight bend noted in the lead in the neck area by the tip and blood/body fluid was noted in the helix housing. Laboratory testing was unable to reproduce the reported clinical observations.